Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Right ventricular (rv) lead undersensing was observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting elevated thresholds and undersensing of r-waves. The lead was reprogrammed and remains in use. It was also reported that the implantable pulse generator (ipg) was not displaying proper marker channels during a sensing test. Ventricular sensing markers were appropriately labeled after lowering sensitivity. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.